Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the foot plate was bent and the device failed lock operation. Therefore, the reported condition was confirmed. It was determined that this was due to a failure to follow the directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into and bent the neuro tip. It was determined that the device failed lock operation due to worn/damaged locking components. The assignable root cause was determined to be due to misuse, abuse, and/or user error if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine maintenance, it was observed that the craniotome device had a bent foot plate. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.